Manufacturer narrative:
Literature article: mitral valve replacement in infants and children: experience using a 15 mm mechanical valve. Summarized patient outcomes/complications of the masters series mechanical heart valve were reported in a research article in a subject population with unknown co-morbidities. Some of the complications reported were surgical intervention and hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, "mitral valve replacement in infants and children: experience using a 15 mm mechanical valve", was reviewed. The article reported a case study of patient weighing 4.6kg with complete atrio-ventricular canal defect. It was reported on an unknown date, a 15mm sjm masters hp valve was implanted in the patient. It was later reported on an unknown date when the patient was 7.1 years old, a decision was made to perform a mitral valve replacement procedure. The 15mm masters valve was replaced with a 21mm unknown valve. The article concluded that compared to other similar studies, this study was distinguished by a lower rate of major adverse events than previously reported, durability of the device, and a rapid post operative recovery time. Appropriate and consistent anticoagulation is a significant challenge in this age group. [The primary and corresponding author is marcos mills, emory university school of medicine/children¿s healthcare of atlanta division of pediatric cardiology 2835 brandywine road, suite 400, atlanta, ga 30341, with corresponding email: mfmill6@emory.edu]